Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to a fracture as evidenced by inappropriate shocks, high rv impedance, oversensing with elevated sensing integrity counter (sic), and oversensing of electromagnetic interference (emi). It was reported also that the patient's ra lead showed oversensing and oversensing of emi. No changes were indicated and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.